Event description:
A report was received that the contacts on the patient¿s lead were showing high impedances. The patient underwent a lead revision wherein, during the procedure, it was discovered that the lead was frayed. The lead was explanted and the physician believed the lead was frayed prior to the explant. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.